Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an oozing rash on her back, under the lifevest. The patient reported that she does have a nickle allergy, but did not know if this was causing the irritation. The patient was given prescriptions from her physician. The patient reported that since using the prescriptions, the rash is less itchy, but is otherwise the same. The medical outcome of the rash is unknown.